Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient had inappropriate shocks related to atrial fibrillation and the patient requested that the device be removed as the device beeping made the patient uncomfortable. The device was removed. No further patient complications were noted as a result of this event.